Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a generator changeout procedure. During procedure, upon connecting the atrial lead to the new pacemaker, the lead exhibited low pacing impedance. The physician successfully capped and replaced the lead during procedure on (B)(6) 2020. The patient was in stable condition.